Manufacturer narrative:
The reported events of failure to capture, and r-wave amp variation could not be confirmed. Visual inspection showed that the helix length was within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, including capturing output and sensing measurements, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during the procedure, the patient was unable to tolerate the procedure for the leadless pacemaker due to the pain despite significant attempts at conscious sedation. Patient expressed pain was localized to groin & stomach. It was noted that access was extremely difficult due to anterior displacement of ivc resulting in oblique entrance into right ventricle. This entry resulted in tortuosity in the delivery catheter so whenever protective sleeve was retracted the lp would dive forward or anterior resulting in unstable lp positioning. This resulted in numerous situations where the lp had to be recovered without mapping after retracting sleeve due to lp movement. After waiting in tether mode for 4 minutes, measures were worse and a large clot was observed completely covering button electrode, outer helix, and docking button. The device was removed, and the procedure was abandoned. The patient was in stable condition.